Event description:
A report was received that four contacts of the patient's lead had extremely high impedances. The physician assumed that lead was bad. There will be no further course of action.

Event description:
A report was received that four contacts of the patient's lead had extremely high impedances. The physician assumed that lead was bad. There will be no further course of action.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the physician thought the lead was the reason the patient was not receiving stimulation. The physician believed the possibility that the lead was fractured.